Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) is depleting faster than expected rate.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) is depleting at a faster than expected rate.